Event description:
This is report 1 of 3 of the same event. It was reported from (B)(6) that prior to surgery it was discovered that an "e5 error code was displayed" on the console device when it was assembled with the motor device and foot control device. The reporter stated that this was an "out of box failure on new devices" and the event occurred with the "first installation". There were no delays to a planned surgical procedure. The reporter stated that spare devices were available. The reporter stated that the devices were not used in surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment meets operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.